Manufacturer narrative:
(B)(4). Batch # p5600u. Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the anvil, washer detached, and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. In addition, the retaining pin was not connected. The device was tested for functionality with a test reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. It is possible that the damaged on the cartridge and the retaining pin not been not connected, indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the " instructions for use" for better reference. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: did the broken lever (handle) fall into the patient? If yes, was it retrieved? If yes, will it be returning with the device for analysis? If not, was it disposed of?

Event description:
It was reported that medical report informs that during the unknown surgery on the patient; when using the stapler, during the attempt to staple, one of the levers of the device broke. The surgeon emphasized that he is a coloproctologist and has a good experience with the use of this device. At the time of the accident he was not using excessive force, and the device was being used correctly, as several times before.